Manufacturer narrative:
(B)(4). Age at time of event: over 18 years old. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent migration occurred. The target lesion was located in the right iliac artery. A 7.0mmx19mmx150cm express&#59411;d renal/biliary stent was selected and deployed successfully at the target lesion. However, it was noted that the stent had migrated and a snare was utilized to removed the migrated stent. The procedure was competed with a different device. No patient complications were reported and the patient's status was fine.